Event description:
It was reported the customer had a beep anomaly on their insulin pump. Customer reported receiving an alarm and a extended beeping noise after. Customer's blood glucose was 200 mg/dl. The customer was advised to remove the battery from their insulin pump for five minutes. Customer stated the beeping anomaly was resolved after. It was also found the insulin pump passed a selftest. The customer requested to have their insulin pump replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked display window and a cracked reservoir tube lip.